Event description:
It was reported that the customer experienced two different alarms with the tandem mobi cartridge, occurring approximately four to five times over the past one to two weeks. The customer's blood glucose level was affected, rising above 500 mg/dl, indicated as "high." To address this, the customer administered a correction injection using multiple daily injections (mdi). Technical support confirmed the presence of cartridge alarm 34 and decided to replace the pump, sending a new one with updated software to the customer. The customer was informed about necessary steps for returning the problematic pump and preparing for the replacement, which they understood and acknowledged.